Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-02515. It was reported that the catheter ruptured during use. Three unspecified angiojet® catheters and an angiojet® ultra system console were selected for a thrombectomy procedure in the iliac vein. The first two catheters were unable to prime and the pump filled with water and broke. A third catheter was able to prime; however after 49 seconds in thrombectomy mode, it ruptured. The saline bags and cables were changed but the issue persisted. The case did not continue and the patient stayed overnight. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the angiojet console was not returned for evaluation. The device was evaluated at the customer¿s site. As per the service event summary report, the drawer was replaced and aligned and that resolved the issue. The drawer being out of alignment was damaging the thrombectomy set causing the fault conditions. The whole console underwent a full preventative maintenance (pm). The device passed the electrical safety and full functional testing. It was not known what caused the drawer to come out of alignment. The last pm was performed on 22 november 2016. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2017-02515. It was reported that the catheter ruptured during use. Three unspecified angiojet® catheters and an angiojet® ultra system console were selected for a thrombectomy procedure in the iliac vein. The first two catheters were unable to prime and the pump filled with water and broke. A third catheter was able to prime; however after 49 seconds in thrombectomy mode, it ruptured. The saline bags and cables were changed but the issue persisted. The case did not continue and the patient stayed overnight. No patient complications were reported and the patient's status was stable.